Event description:
The reporter states the nail broke and was revised.

Manufacturer narrative:
Section d9: the device was unavailable for evaluation. However, x-rays that were provided were reviewed. Summary of evaluation: review of the x-rays provided revealed a pertrochanteric pseudathrosis at the fracture site of the broken nail. The appearance of a pseudathrosis leads to continuous stresses in the nail, since the bone cannot participate sufficiently in weight bearing. The stresses have overburdened the long time fatigue strength of the nail.